Event description:
It was reported that there was a beeping sound whenever the programmer screen was touched, that at start-up a message was generated on the screen and that the release button screen was hard to open. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was unable to confirm comments about a beeping sound or a software error, but reconfigured the hard drive and reloaded the software. Analysis did confirm the customer comment regarding the display being hard to open and a missing display hinge plate screw was replaced and remaining screws were tightened. It was noted that no stylus was returned with the programmer so it was replaced and calibrated. Concomitant products: product ID 2290 pacing system analyzer. (B)(4).